Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep found no problem. The system was tested by pushing the column up and down repeatedly. The system is working as intended.

Event description:
The customer reported that the vertical column buttons are not working.